Manufacturer narrative:
After battery installation, there was delayed response to the enter and down keypad buttons. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the scroll bar was not moving with no input and there was no response from any button. The insulin pump will be returned for analysis.